Manufacturer narrative:
Device evaluation: a correlation between the patient¿s gi bleed and the findings during the evaluation of vad-17161 could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The device was returned assembled with the driveline cut approximately 8 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft bend relief collar was not returned and the outflow graft bend relief was returned detached from the device; however, the remainder of the sealed outflow conduit (outflow elbow and outflow graft) was returned attached to the pump¿s outlet port. Evaluation of vad-17161 upon disassembly revealed no depositions that would have contributed to a functional issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous gi bleeding event was reported under medwatch MFR report #2916596-2015-01809. (B)(4). Approximate age of device ¿ 32 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a gastrointestinal bleed on (B)(6) 2015 with a hemoglobin of 6.5 g/dl. It was reported that the patient had melena and hematochezia. A partial reversal of her inr was attained with plasma transfusion. An endoscopy revealed gastric av malformations treated with cauterization and two endoclips were placed in the fundic body. An upper endoscopy test was negative and the colonoscopy was negative; however, the hospital staff was unable to perform an enteroscopy of the ileum. A nuclear medicine study showed blood coming from the ileum. Ir study showed no superior mesenteric artery bleed. The patient had a pill endoscopy performed, but the result is pending. The patient was hospitalized and transfused with 10 units of packed red blood cells on (B)(6) 2015 and it was reported that no further blood products were administered after that date. On (B)(6) 2015, the patient underwent a heart transplant. It was reported that the patient's gastrointestinal bleeding remained active at the time of transplant with a hemoglobin of 5.3 g/dl.